Event description:
Consumer reported upon removal of a tampon on (B)(6) 2022 it fell apart leaving pieces inside her vaginal cavity. She manually removed the remaining pledget pieces. She reported she was at the end of her menstrual cycle when this happened however she experienced increased bleeding so she consulted with her doctor and scheduled an appointment for (B)(6) 2022. She did not experience any other symptoms. Multiple attempts have been made to obtain further information regarding the consumer¿s medical visit, however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.